Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to low amplitude and over sensing stored at electrograms. The implantable cardioverter defibrillator was explanted due to normal battery depletion. A new system was implanted at the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.